Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform any tests due to motor error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 500 mg/dl. Customer stated that they received a motor error alarm. The customer was assisted with troubleshooting. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The product was returned for analysis.